Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. However, unit failed sleep current measurement, active current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. The customer reported that they received a new battery and still had been changing the battery every 2 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.